Event description:
A us distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been completed. As received, the front response button was non-functional. Upon eval, the switch contacts on the front response button were defective and only intermittently making contact. The cause of the non-functional response button was defective switch contacts. The root cause of the defective switch contacts was unable to be positively identified. No adverse event resulted from the defective monitor.